Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The distributor contacted animas on (B)(6) 2015 alleging a power (damage) issue; the battery cap is not able to be secured properly to the pump and the yellow o-ring on the cap is visible when the cap is on the pump. This complaint is against the battery cap. There was no reported patient harm associated with this complaint. This complaint is being reported because the alleged issue remained unresolved.